Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display lens was scratched/unreadable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.on investigation, the alleged display issue was verified. Excessive scratches were found on the display lens but the screen was still legible. The pump powered up and functioned properly. Auditory and vibratory features were operational. No tactile issue was observed with the buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)